Manufacturer narrative:
The investigation confirmed the reported power elevations via the submitted system controller log files. Throughout the log file the power was typically in the 5-6 watt range, on (B)(6) 2017 the power elevated into the in the 6-8 watt range. On (B)(6) 2017 the pump power returned to the 5-6 watt range. The power did not elevate above 10 watts. The power elevations did not affect pump operation or cause any alarms. A root cause for the elevated power was not conclusively determined through this investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The history of power elevations referenced in this section was reported under medwatch MFR. Report # 2916596-2017-00433. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad had produced prior power elevations, and that power elevations had occurred again. The submitted log file was reviewed by the manufacturer¿s technical services representative and an increase in power and flow was observed which started on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient was bridged with lovenox for a low inr, and the patient was clinically doing well. The submitted log file was reviewed by the manufacturer¿s technical services representative and it was observed that the parameters returned to the baseline since the last log file reviewed. No further issues were observed.